Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the column covers and seat section covers were bent as a result of the table tipping over. During the time of the reported event, the patient was positioned in reverse orientation and the table top was translated to the maximum distance towards the head end of the table. Additionally, the table leg section was not installed. This positioning caused the table to become unstable as all of the patient's weight was on one side of the table's support column resulting in the reported event. The 4085 surgical table operator manual states, "reverse patient orientation, definition: the headrest is attached to the leg section and the patient oriented with head on headrest." The technician provided a quote for the repairs. The unit subject of the reported event is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. A steris account manager offered in-service training to the user facility on proper use and operation of the 4085 surgical table, specifically on the correct patient positioning practice; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table tipped over and the patient fell off of the table. No report of injury or procedure delay.